Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional in regard to a patient receiving bupivacaine 20 mg/ml at 2.2 mg/day and morphine 10 mg/ml at 1.1 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and chronic low back pain. At a refill on (B)(6) 2015 a volume discrepancy was reported. The actual residual volume (arv) was less than the expected residual volume (erv), arv: 0.5 ml and erv: 4.6 ml. At the patient's prior refill on (B)(6) 2015 the arv was 1 ml and erv was 5.9 ml. The cause of the event was unknown. The patient experienced sudden symptoms of spasms, visual distortion and feeling "crappy". The troubleshooting, actions/interventions, outcome, and cause of the event were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.